Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report. (B)(4): not returned to manufacturer.

Event description:
The clinical researcher reported that a patient underwent a primary right total knee replacement on (B)(6) 2008. The clinical researcher reported that the patient was then required to undergo a manipulation procedure under anaesthetic on (B)(6) 2008 as they suffered from a block at 70 degree flexion. At a follow up appointment on (B)(6) 2009, the clinical researcher reported that the patient was cycling and hill walking with minimal discomfort and had excellent range of motion.

Event description:
The clinical researcher reported that a patient underwent a primary right total knee replacement on (B)(6) 2008. The clinical researcher reported that the patient was then required to undergo a manipulation procedure under anaesthetic on (B)(6) 2008 as they suffered from a block at 70 degree flexion. At a follow up appointment on (B)(6) 2009, the clinical researcher reported that the patient was cycling and hill walking with minimal discomfort and had excellent range of motion.

Manufacturer narrative:
An event regarding reduced range of motion due to scarring involving a triathlon insert was reported. The event was confirmed through the medical records provided. Device evaluation could not be performed as no items associated with the event were returned as they remain implanted. Medical records received and evaluation: the stiffness problem after knee arthroplasty with limited rom has no correlation with the specific knee device but is an inherent problem of the procedure of knee arthroplasty requiring extensile exposure in a joint that easily becomes the subject of adhesion formation. Review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated that there have been no other events for this lot. The investigation concluded that the stiffness problem was caused by an inherent problem of the knee arthroplasty procedure and is not device-related. Treatment using manipulation of the knee under anesthesia was successful. A review of medical records performed by a consulting clinician concluded the stiffness problem is procedure-related and has no specific device related aspects.